Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; infiltrations of liquid inside the pump. The pump was only slightly wet and didn't show any malfunction, so it underwent the regular maintenance service, with the cleaning of the traces of oxidation on the electronic parts. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump was damaged by liquid.